Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed all testing including the saline test which tests for possible overstimulation conditions. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 days reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system, including a lead and an ipg, on (B)(6) 2008. It was reported the patient presented to the facility complaining of overstimulation from the scs system. An x-ray found the lead was not fully connected to the ipg. The lead was explanted and replaced. The explanted lead was not returned to the manufacturer for analysis nor was any identifying information (model number, serial number, manufacturer, etc.) Provided therefore a complete report could not be generated for the explanted lead. Approximately one week later, the patient was still experiencing overstimulation. The ipg was explanted and replaced. The explanted ipg was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.